Event description:
A surgical technician reports a patient experiencing distorted and double vision following intraocular (iol) implant surgery. The patient was referred to a retinal specialist who reports retial pigment epithelial changes that he felt were consistent with age related macular degeneration. He also recommended a lens exchange. However, the lens was not exchanged. Additional information has been requested . There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/08/2008 and 10/21/2008 by phone, fax, or mail. A completed questionaire has not been received.